Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(4) was performed from date of manufacture 05/08/2017 to the present date 01/08/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
The customer reported the device had an alarm - error codes / messages. No patient involvement.

Event description:
The customer reported the device had an alarm - error codes / messages. No patient involvement.

Manufacturer narrative:
H7 & h9 fields are updated. A review of the device history record for sn (B)(6) was performed from date of manufacture 05/08/2017 to the present date 01/08/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. There are CAPA #¿s noted for the following parts replaced that have an already existing CAPA. CAPA #: ca-2018-0161 for iui conn issues. CAPA #: 1120033 for pcu unresponsive keys.